Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). Event site address: paseo de la transicion española s/n. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery related malfunction as it was expired. There was no adverse event reported.

Event description:
After further review. In this complaint no malfunction with the unit and was only a replacement of expired batteries, making it non-reportable to the FDA.as a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review. In this complaint no malfunction with the unit and was only a replacement of expired batteries, making it non reportable to the FDA.as a result, no follow up emdr is necessary.please cancel in your database.